Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
Corrected field is d10 concommitant device. Updated fields are b4, g3, g6, h2.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d10- concommitant, e1- event site telephone. Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation: it was reported by jada through the emergency support program (esp) that, during use of the cs300 intra-aortic balloon pump (iabp), an autofill failure alarm occurred. There was patient involvement however, no adverse event reported. Jada stated that she had been pressing the start button, after which another clinician entered the room and resolved the alarm. Esp personnel reviewed autofill failure troubleshooting and proper use of the iab fill function with jada, later completing the review while she was present at the pump. She was provided with a direct contact number for further support and expressed appreciation for the assistance. Based on the information provided by emergency support program (esp) personnel, no details were available regarding how the issue was resolved. However, since no part was replaced or returned for evaluation, the root cause could not be determined.